Event description:
It was reported that (1) device was used during a lobectomy. It was reported by the affiliate that the atw35 instrument cartridge broke. The metal and plastic parts separated when the surgeon removed them from the instrument. Another instrument was used to complete the case. There was no consequence to the pt.